Event description:
It was reported, during an implant procedure, there was no pacing when the device was connected to the ipg, although the lead impedance and threshold were well under the range. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. However, the analysis of the memory dump data revealed the device lead impedance measured opens on (B) (6)-2008. Additionally, the ema wirebond was loose/detached.